Event description:
It was reported by the customer that their insulin pump was shutting off and turning on while alarming low battery. Customer stated they could not recall any significant events that lead to the alarm, but display did return after replace the batteries. Customer's blood glucose level was 298 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).